Event description:
Customer indicated that about 20 mins into their procedure the monitor displayed errors at 100 watts. Customer cleared the errors and the laser went into safety shutdown and then the errors re-appeared. Consumer was advised by tech support to shut the laser off using the key to possibly clear the errors. Customer shut the laser off by the key and re-started. Five mins into the laser re-start the errors re-appeared. The system was unable to be utilized. Customer reverted to turp (alternative surgical procedure) to complete the case. There was no report of a pt injury.

Manufacturer narrative:
Customer also reported that they observed "maintenance required" message, indicating that the laser is due for preventive maintenance. The laser has been serviced. The suspect component has been removed and replaced.